Event description:
It was reported, "ruptured catheter at the junction of the transparent part of the catheter and the dividing part. Small bubbles found in dialysis set during the treatment, ruptured catheter identified. The catheter was inserted into the patient's femoral vein on (B)(6) 2024. Ruptured catheter identified on (B)(6) 2024. The incident occurred 9.5 hours after the start of the treatment. The treatment was immediately discontinued, catheter was taken out and antibiotics were given to the patient. Patient recovered."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powertrialysis catheter is confirmed but the exact cause could not be determined. One 15 cm powertrialysis catheter was returned for evaluation. An initial visual observation showed blood use residues throughout the returned catheter. A needleless injection cap was returned attached to the purple lumen of the device. The returned printed photo showed blood leaking through the catheter just distal of the molded joint. A microscopic observation revealed a small split just distal of the molded joint. The split was observed to have a granular fracture surface with whitening around the edges of the circumferentially aligned split. Flexural fatigue, or cyclic kinking of the catheter, may have contributed to the failure; however, after a microscopic observation the cause of the split in the catheter is unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "ruptured catheter at the junction of the transparent part of the catheter and the dividing part. Small bubbles found in dialysis set during the treatment, ruptured catheter identified. The catheter was inserted into the patient's femoral vein on (B)(6) 2024. Ruptured catheter identified on (B)(6) 2024. The incident occurred 9.5 hours after the start of the treatment. The treatment was immediately discontinued, catheter was taken out and antibiotics were given to the patient. Patient recovered."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.